Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7/g6 sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels remained unaffected; the user was guided to toggle the dexcom g6/g7 setting and re-pair to the ilet, with instruction to allow time for reconnection. Symptoms included no reported hypoglycemia or hyperglycemia and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education focused on device settings and pairing procedures. Investigation of this case revealed a communication disruption between the continuous glucose monitor and the ilet without evidence of device hardware failure, and the device components were able to reconnect through standard re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue likely related to bluetooth pairing.